Manufacturer narrative:
Method - the broken device was not returned for review. No sterile devices from this finished good lot were available for review or testing. Results/conclusions - relevant portions of the DHR were reviewed. The finished good product and all of the components met incoming, manufacturing in-process and final inspection requirements. There is no remaining stock available from this finished good lot. The fracturing / breaking of a needle can often occur when needles are gripped with a needle holder/forceps at the swaged area and/or near the tip of the device. The stress at the gripped area may exceed the maximum stress of the material resulting in bending and/or failure (broken needle). The stress on the material is greatly reduced when the needle is held in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point as indicated in the IFU for this product. Without reviewing the actual broken device, testing devices from the same finished good lot or receiving details regarding the pre-operative preparation of the device or the surgeon¿s technique a definitive root cause cannot be determined at this time.

Event description:
It was reported by the sales rep that during a total knee procedure, the needle was attached to the needle holder, the knee was sutured and after completing the suturing, the tech noticed a piece of the needle lodged in the incision. The needle tip had broken off the end of the needle, after the incision was completed. The broken needle piece was retrieved from the patient. The incision was intact. There were no patient consequences reported.